Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the therapy pad. The patient reported past skin sensitivities. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was advised by the wound specialist to apply a powder without talc to the irritation. The patient used gold bond powder without talc and calamine lotion. Follow up indicated the irritation improved. Supplemental report (B)(6) x22021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the therapy pad. The patient reported past skin sensitivities. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was advised by the wound specialist to apply a powder without talc to the irritation. The patient used gold bond powder without talc and calamine lotion. Follow up indicated the irritation improved.